Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 5. The patient's ultrafiltration reading was 2103 ml, indicating the home patient (hp) drained 2103 ml more than their programmed fill volume of 1900 ml. This information gave a total drain volume of 4003 ml. Which meets iipv criteria. Follow up with the nurse revealed that the patient never reported feeling overfilled. The patient resumed therapy fine. Product surveillance contacted the patient's wife / caregiver (cg) on (B)(6) 2010. According to the patient's wife she was aware that the patient drained an excessive amount. The cg stated that the patient was having trouble with therapy. They found that the catheter was being squeezed by the organs not allowing him to drain properly. The catheter was switched and the patient resumed therapy and is now doing fine.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.